Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump alarm button error during basal. Customer's blood glucose was 112 mg/dl. The customer stated that the device was not dropped nor bumped and was not exposed on moisture. Customer reported that the alarm reoccurred during last time. The customer agreed to send oow letter and she will ask her healthcare provider for new reimbursement pump.